Manufacturer narrative:
(B)(4). Device evaluation: this device was not returned to baxter for evaluation, however a baxter field service engineer performed an evaluation of the device at the customer facility. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a battery depleted set alarm, and determined the root cause to be depleted main batteries. The main batteries and battery harnesses were replaced to repair the reported condition. Service history review determined that this device has been previously sent into service for the reported condition of "battery " damaged" previous service on (B)(6) 2008 &, (B)(6) 2008 was for "damaged battery alarm" the batteries and battery harness were replaced. Trend review determined that baxter has received similar reports. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause investigation for the reported problem is in progress through (B)(4).

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a battery depleted set alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available.